Event description:
The lay user/pt contacted lifescan (lfs) alleging erratic readings on the one touch ultrasmart meter. A medical affairs specialist (mas) sent follow up questions and obtained the following info: on the evening of 2008 at 6:00 pm, the pt tested her blood glucose and obtained a 10.1 mmol/l (181 mg/dl) took her 9 units lantus (set amount) and took an unspecified amount novorapid insulin (between 7-10 units) and then ate her dinner. At an unspecified time later, the pt reportedly exhibited symptoms of shaky, tingling in her fingers and lips. She went and tested her blood glucose and claims the reading was somewhere between 4.0 - 7.0 mmol/l (72-126 mg/dl). The pt does not recall the exact reading. She then took some glucose and reportedly felt better 20 minutes later. She retested two hours later and obtained a 5.1 mmol/l (91 mg/dl). The pt did not seek any further medical attention or contact her physician for assistance. The pt tests her blood glucose around 4-5 times a day. The technique of applying blood on the test strip was correct. A quality control test was not done since the pt did not have any control solution. Customer care advocate (cca) replaced the meter. The complaint is being reported since the pt allegedly took insulin based on the meter result and at an unspecified time later, reportedly developed symptoms suggestive of hypoglycemia. The pt treated herself based on the symptoms and felt better shortly after self-treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.